Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument had a broken wire. No fragments fell into the patient. The procedure and patient outcome were not provided.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable at distal end. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-10-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.